Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device would not able to turn on/off and plugged into brain was not being recognized. There was no patient involvement.

Event description:
It was reported that the device would not able to turn on/off and plugged into brain was not being recognized. There was no patient involvement.

Manufacturer narrative:
Additional information :device available for eval , returned to manufacturer on, device return to manuf, device eval by manufacturer and imdrf annex a,b,c,d,g grids. Omit : a070803 - failure to power up (1476), g07001 - part/component/sub-assembly term not applicable, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.